Event description:
It was reported that the ilet user experienced a low glucose episode after announcing a usual lunch but consuming fewer carbohydrates than typical. The glucose nadir was 58 mg/dl and the user self-treated with four glucose tablets, returning to range. Symptoms included hypoglycemia with sweating and shaking. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem identified as an incorrect size meal announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.